Manufacturer narrative:
The reason for this revision surgery was anterior dislocation. The in-vivo length of patient service for the implant was 4.6 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the anatomical alignment of the gap from tibial plate to femur caused anterior dislocation. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the anatomical alignment being off. A gap from the tibial plate to the femur is causing anterior dislocation.

Manufacturer narrative:
Corrected data: correcting the follow-up #1 manufacturer narrative; quality analyst made changes. Manufacture narrative: the reason for this revision surgery was the mis-alignment of the femur (size 2) and tibial baseplate (size 4) led to a patient dislocation. The in-vivo length of patient service for the implant was 4.6 months. The complaint reported no issues of any other patient injuries, activities, accidents or manufacturing contraindications that may have been contributory to this surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the mis-alignment of the femur (size 2) and tibial baseplate (size 4) led to a patient dislocation. Review of the surgical history indicates that the surgeon implanted a size 2 femoral component and size 4 tibial components. This combination of sizes is not recommended in the surgical technique. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. The revision surgery was successfully completed and without incident. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.